Event description:
Patient reported the pump has the blue plastic cover of the up button broken on the pump. Patient stated it has completely come off and she has difficulties pushing the button. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).